Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es meds not appearing on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist (tss) that the meds did not appear on the station due to a mishandle in the messaging service which may not load within 10 minutes. The troubleshooting was done by the technical support specialist tss according to knowledge article and restarted the service on the server to process the message. The system functioned as intended after the technical support specialist troubleshot the device.